Event description:
It is reported that the device fractured.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional found a fracture on the anterior side of the post feature. There are also signs of repeated use. The device history records were reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was attributed to the customer accidentally stepping on the provisional. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It is reported that the device was dropped in the operating room and stepped on by the surgeon. It was fracted at this point.